Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a procedure in non tortuous anatomy for treatment of a thrombus in the middle cerebral artery (mca) m1 segment, the physician placed the subject guide catheter and delivered a thrombectomy stent to extract the thrombus. The marker of the subject guide catheter detached and escaped to the mca m3 segment which led to low blood flow at left central posterior sulcus artery. There was no intervention done to remove the detached marker and it was left inside the patient anatomy. The low blood flow was not treated and had no impact on patient recovery as patient was reported to be in good condition. Physician was reported to have completed the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and reported lot number was confirmed from the device hub. On visual/microscopic inspection, the marker band was seen to be present on the catheter and had not detached/separated. There were no visual defects noted with this device. Functional inspection was not required as the reported events were not confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was seen to be within specification during analysis and therefore the as reported 'ro marker detached/separated/not visible under fluoroscopy' and 'un-retrieved device fragments' will not be confirmed. The as reported 'patient vessel occlusion' will be assigned undeterminable as due to the condition of the returned unit, it cannot be determined if the device caused this occlusion and the included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event; and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during a procedure in non tortuous anatomy for treatment of a thrombus in the middle cerebral artery (mca) m1 segment, the physician placed the subject guide catheter and delivered a thrombectomy stent to extract the thrombus. The marker of the subject guide catheter detached and escaped to the mca m3 segment which led to low blood flow at left central posterior sulcus artery. There was no intervention done to remove the detached marker and it was left inside the patient anatomy. The low blood flow was not treated and had no impact on patient recovery as patient was reported to be in good condition. Physician was reported to have completed the procedure with no clinical consequences to the patient.